Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the unit turned off by itself during a procedure. Additional information was requested. Additional information was received from nurse reporting during irrigation/aspiration mode the system shut down. The system was rebooted, but still did not function. Another system was brought it, after a 10 minute delay, in order to complete the case. The cataract was removed and the lens was implanted. There was no patient harm reported.